Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer main pyxis continues to display "duplicate address detected". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate cubie address errors on multiple stations. The field service engineer (fse) ran hardware test application, which operated normally. Pockets were ejected and checked for debris. The fse assisted the customer in recovering failed pocket faults and reassigning/loading medications. The fse removed the drawer, adjusted the retractor band and replaced the pyxibus module controller board. The customer successfully recovered all pockets and loaded medications. All faults were cleared. The customer reported that the issue persisted. Then the tss gathered details and create a product support engineer consult per med es - cubie duplicate address detected, as this was a recurring issue. The tss confirmed that the pse had been investigated the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer main pyxis continues to display "duplicate address detected". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.